Manufacturer narrative:
Tsc recommend customer consult with their medical director and risk management team to consider repeat testing of samples tested since the time of incident. The customer has agreed to contact tsc back if any discrepancies are noted in their repeat testing. A definitive root cause was determined for this incident. Customer error resulted in the incorrect wash solutions in the incorrect wash solution bottles. Repairs were not required to return the analyzer to expected operation. Erroneous results were not reported as a result of this incident. Instrument malfunction was not identified with the information provided. This customer has not logged any similar complaints against this instrument since this incident.

Event description:
Customer reporting that wash solutions were switched. Solution a mixture was in bottle b while mixture of solution b was in bottle a. Issue started on: (B)(6) 2018 reported (B)(6) 2018 customer stated there was no error codes nor messages to alter user of solution switched. Instrument was in use until it was discovered. Frequency: x1. Ocd tss confirmed that their solution bottles was correctly labeled and the concern was a result of human error.